Event description:
The manufacturer was notified of a serious adverse event involving a patient with a crown cna19 aortic heart valve implant. The information received is as follows. A cna19 was implanted about three and a half years ago. The patient was a dialysis patient and severe valve stenosis was observed. Therefore cna19 was removed on (B)(6) 2020 and carbomedics r5-019 was implanted. Implantation of r5-019 was the third time valve replacement for this patient.

Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna19, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release.

Manufacturer narrative:
This crown valve was explanted after 3 years and 6 months due to a reported severe prosthetic stenosis. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Aortic insufficiency likely resulted from inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). Histological analysis showed the presence of lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration, as supported from the scientific literature may contribute to localized leaflet stiffness. It is possible that the patient¿s clinical conditions and risk factors (dialysis) may have contributed to the structural valve deterioration observed in this crown valve. However the manufacturer is still in the process of obtaining additional information at this time. If further information is made available the manufacturer will update the competent authority. At this time the root cause is deemed to be a known inherent risk of biological valve implantation.